Event description:
Literature case. "Clinical study of simultaneous bilateral versus staged bilateral total knee arthroplasty in treatment of osteoarthritis in elderly patients". Authors: pan feng¿yu,luo yi. In this study there were 49 patients bearing genesis ii knee prosthesis. It was reported that the patient suffered from an incision infection.

Manufacturer narrative:
(Health effect - impact code & component code). Results of investigation: the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection is a potential complication associated with any surgery. Some potential probable causes could include patient reaction or a post-operative healing issue. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal reference number: (B)(4).